Manufacturer narrative:
Patient samples were collected in lihep plasma tubes and centrifuged for 5 minutes in a stat spin centrifuge. Per the customer, qc was performing within the customer's established limits on the date of event. The customer did not provide system check data. On (B)(4) 2011, a bec field service engineer (fse) was dispatched for the event. The fse performed a system check, high sensitivity system check, and both passed within instrument specifications. The customer also performed qc which was within their established ranges. No hardware repairs were completed.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining an erroneously elevated troponin (accutni) result within the risk stratification range for one (1) patient. The result was generated by an access 2 immunoassay analyzer, used in conjunction with access accutni reagent (lot 023755). The erroneous result was reported out of the lab. Repeat analysis of the patient's sample produced lower results within the normal reference range. It is unknown if there have been any changes made to patient treatment, the customer was unable to provide the information. It was reported that no death or serious injury occurred in connection to this event.